Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and a video were provided for review. The investigation of the reported event is currently underway. Expiry date: 11/2024.

Event description:
It was reported that during an angioplasty procedure, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and a video were provided for review. The investigation of the reported event is currently underway. Expiry date: 11/2024.

Event description:
It was reported that during an angioplasty procedure, the catheter was allegedly broken. There was no reported patient injury.

Event description:
It was reported that prior to an angioplasty procedure, the catheter was allegedly broken. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. The first photo shows the device in a zip lock package; the balloon noted to be refolded position, clean, and the catheter near the proximal end of the balloon noted to have a circumferential break. The second photo shows the balloon and the catheter, which had a circumferential break exposing the inner guide wire lumen; no other specific anomalies were noted. One video was reviewed. The balloon noted to be refolded position and clean, the catheter near the proximal end of the balloon noted to have a circumferential break exposing the inner guide wire lumen; no other specific anomalies noted. Therefore, based on the submitted video and photo, the investigation for the reported break was confirmed as a circumferential break exposing the inner guide wire lumen was able to be observed. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. The first photo shows the device in a sealed package; the balloon noted to be refolded position, clean, and the catheter near the proximal end of the balloon noted to have a circumferential break. The second photo shows the balloon and the catheter, which had a circumferential break exposing the inner guide wire lumen; no other specific anomalies were noted. Therefore, based on the photo review, the reported failure break can be confirmed as the catheter which has a circumferential break exposing the inner guide wire lumen. One video was reviewed. The balloon noted to be refolded position and clean, the catheter near the proximal end of the balloon noted to have a circumferential break exposing the inner guide wire lumen; no other specific anomalies noted. Therefore, based on the video review, the reported failure break can be confirmed as the catheter which has a circumferential break exposing the inner guide wire lumen. Therefore, based on the submitted video and photo, the investigation for the reported break was confirmed as a circumferential break exposing the inner guide wire lumen was able to be observed. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an angioplasty procedure, the catheter was allegedly broken. There was no patient contact.